Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. The patient had two runs of ventricular tachycardia that required defibrillation. Amiodarone was running. The patient continued on support until the device was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.